Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover slipped off the monopolar curved scissors (mcs) instrument in the middle of the procedure and fell inside the patient. It was retrieved by the assistant on the spot. Both the instrument and the mcs tip cover accessory were carefully inspected prior to use, and no abnormalities or damage were detected; the tip cover was in perfect condition. The mcs tip cover accessory fell inside the patient, though no breakage was observed and the precise reason for it slipping was uncertain to the surgical team. The accessory was retrieved using a clamp or surgical instrument, and there was no difficulty or resistance upon removal through the cannula; the instrument's wrist was straightened during removal. During use of the monopolar curved scissors (mcs) instrument, there were no issues with the instrument¿s functionality or any collisions with other devices reported, and the tip cover appeared to be correctly installed. A reducer was used in the procedure. Following the event, the surgical staff noted no damage to the mcs tip cover accessory, instrument, or cannula.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.